Event description:
A customer reported experiencing a display issue with the pump, describing a rainbow effect and white spots on the screen, which affected the ability to interact with and read the pump screen. There was no adverse impact on the customer¿s blood glucose level, as values remained within a safe range. Technical support arranged for the replacement of the faulty pump, and instructions were given for returning the malfunctioning device. The customer continued using the current pump as backup therapy.